Event description:
It is reported that while testing the balloon prior to use it would not inflate. The luer lock was completely engaged; unit was discarded.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info becomes available, a follow-up report will be submitted. Please note: there are (B)(4) cases associated with this product; therefore, a separate FDA form 3500a has been generated to address the other case. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.